Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mother called stating customer's insulin pump has constantly been alarming weak signal and lost sensor. The sensor readings have been more than a hundred points off. Customer's blood glucose level is 138 mg/dl. Customer received a meter blood glucose reminder, but customer ignored it because the device alarmed calibration error. Customer's mother declined to trouble shoot because customer had to go to bed. Customer calibrates three to four times a day. Weak signal and lost sensor alarms were explained to customer. Customer was advised to call back when the issue occurs so she can trouble shoot. She was also advised to change the sensor if the issue keeps happening. Nothing further reported.